Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3030 would not deliver energy. They switched the cord and the hemopro worked fine. The replacement cord was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).